Event description:
The following information was reported: the patient had no complications during the procedure. The patient came back to the facility a few days later with cellulitis of the access site. The patient had the access site lanced and drained. Another physician at another hospital performed the drainage. The patient did not return to the hospital where the original procedure(atherectomy) was performed. Antibiotics were not given to the patient. The patient was not hospitalized. Procedure date: (B)(6) 2015. Procedure type: intervention peripheral sheath size: 6f.

Event description:
The following information was reported: the patient had no complications during the procedure. The patient came back to the facility a few days later with cellulitis of the access site. The patient had the access site lanced and drained. Another physician at another hospital performed the drainage. The patient did not return to the hospital where the original procedure(atherectomy) was performed. Antibiotics were not given to the patient. The patient was not hospitalized. Procedure date: (B)(6) 2015 procedure type: intervention peripheral sheath size: 6f.